Manufacturer narrative:
(B)(4). Device not returned for eval.

Event description:
The district manager was in the procedure and indicated the pt had a weak heart. One lead was removed and the lead extraction evolution rl controlled-rotation dilator sheath was out of the pt when the pt started losing blood at the point of where the devices were inserted. CPR was initiated and extra blood with saline was transfused in the pt. The pt's blood pressure never came back and the pt expired. Pt outcome: pt expired.